Event description:
Customer reported issues with the enlite sensor. Customer states that sensors are not working accurately. Customer also states that the transmitter is heavy and taping it doesn't seem to help. The blood glucose reading is 107 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.